Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device confirms the reported event of a damaged balseal on the smaller post of the trial. Hhe (health hazard evaluation)/qrb (quality review board) (B)(4) recommended a device correction which was initiated on (B)(4), 2015. (B)(4) determined the likely root cause to be related to misuse, and requires mandatory sales training on proper use and application of the device by depuy sales consultants. (B)(4) will also monitor the mandatory field training. The need for further corrective action was not indicated. Continue to monitor per post market surveillance (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Spring on back of bearing trial broke. Patient consequence? : no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.